Event description:
It was reported to baxter UK regarding the vialmate in which the reporter stated that during manufacture in the thetford vialmate department, the unit was found to be leaking from the adaptor. There was no patient involved, patient injury or medical intervention necessary. This is all the information that was available

Manufacturer narrative:
(B)(4). The customer returned 52 total samples to the plant for evaluation. Each of the returned samples was attached to a vial and a 100ml viaflo bag. A visual inspection was performed and 35 of the returned samples were observed to be leaking. The other 17 samples were not leaking. The 35 leaking samples were dismantled and all had a slightly misaligned protector. This issue is being investigated through CAPA. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.